Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an event of insulin flow block where insulin does not exist the tubing or resistance observed on (B)(6)2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.